Event description:
During the physician's second attempt using a merci retriever v 3.0 firm device to retrieve a right mca occlusion including hard plaque, the distal end of the retriever detached. The physician successfully removed the retriever distal end from the pt using another retriever device. The physician was not able to restore flow in the vessel. No pt complications were reported. The device instructions for use (IFU) includes a warning that provides several recommendations to reduce the risk of fracture. One of the recommendations is to maintain the microcatheter tip position up to the helix loops during manipulation and withdrawal. The involved device segments were analyzed. The core wire fractured over 1 centimeter proximal from the proximal helix loop. The fracture mode was a combination of torsion and bending. This specific type of fracture cannot occur if the IFU recommendation indicated above is followed.

Manufacturer narrative:
The device history record was reviewed and no anomalies were found.